Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet pump became unresponsive to the sleep/wake button and touchscreen after the battery was allowed to fully deplete and was later recharged to approximately half, preventing the user from unlocking or confirming a firmware update, and a replacement was arranged after standard troubleshooting and education were completed. Symptoms included no reported physical symptoms despite sustained hyperglycemia. Outcomes included prolonged high glucose for about four hours without successful correction and no need for medical intervention or hospitalization. Investigation included troubleshooting steps to charge the device above 50 percent, attempt a firmware confirmation, sync with the mobile app, and guidance to shut down the device to prevent further alerts. Investigation of this case revealed a failure of the user interface controls to respond, consistent with a hardware malfunction of the pump housing controls and touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.